Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed for pump error and noticed the pump did not command motor movement. The customer also states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 130 error was noted. The motor was tested outside the device and passed. The insulin pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.